Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 245 mg/dl; cause was unknown. The customer received a third party assistance from their husband, who changed the infusion set and delivered a correction bolus via pump to address bg. A system check was performed, and it was found that the customer was using cold insulin within the pump supplies. Tandem technical support provided education with using room temperature insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.